Event description:
A graft implanted in aorto-bi iliac position in 1999, occluded in 2000. An embolectomy was performed in 2000 to remove the thrombus. The embolectomy was successful since graft patency was restored.